Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(6) 2018; 16:44:19 pst; (B)(6); (B)(4); complaint status: in process. (B)(6). Dop says pump stated a communication error and so reset it self. I told them that this is okay but that on the second occurrence the pump will need to be returned. We will monitor pump. He also got error 73. We did a self test, everything looks fine. (B)(6); input date: (B)(6) 2018; warranty start: 05/02/2017; warranty end: 05/02/2021; (B)(4).